Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-01892. It was reported during the trial procedure the physician was unable to access the epidural space due to patient¿s kyphotic thoracic spine. The physician noticed the lead was kinked after first attempt. Therefore, another lead was opened and used to no success. Troubleshooting was tried to no avail. As a result, the procedure was abandoned due to patient's anatomy.